Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 3.1, 3.2, lab: 7.0 time between tests: 45 mins. Date: (B)(6) 2012, 2.9, 6.0, a few minutes. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 3.1, 3.2, reference: 6.0, mean: 4.43, confidence limits: 2.5-6.5. Inratio2: 2.9, 6.0, 4.45, 2.5-6.5. Precision data reported by end-user: 1st inr: 3.1, 2nd inr: 3.2, mean: 3.15, sd: 0.07, %cv: 2.24. Analysis of customer's data revealed that one out of two inratio2 and reference test result comparisons did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. Analysis of the customer's data revealed repeated inratio2 test result comparison did meet precision criteria. No product is expected to be returned. Previous testing with retained strips revealed that result comparisons met accuracy criteria. Root cause of complaint could not be determined. Investigation results for retained strip lot 273315: donor 1 - 1st inr: 1.7, 2nd inr: 1.7, 3rd inr: 1.7, ref: 1.65, bias threshold: 1.15-2.15. Donor 2 - 3.3, 3.3, 3.1, 3.33, 2.33-4.33. All replicates for both donors are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. As reviewed on 05/30/2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time as no product deficiency was established.